Event description:
The device was used during a low anterior resection. Reportedly, the staples did not form properly and the instrument was difficult to open. The surgeon was able to release the device and tissue that was damaged. The surgeon manually sutured to complete the procedure without any pt injury.